Event description:
Crm 7002112279 - npi 240-4150 pressure sensor- check IV problem description (B)(6)2018 14:11:14 (B)(6) closed with 2018-032802-264027 problem description (B)(6)2018 15:41:28 (B)(6) 240-4150 on unit. Will order transducers. Tomorrow

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). 240-4150 on unit. Will order transducers. Tomorrow.